Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (7.5 mg/ml at 3.6893 mg/day) and bupivacaine (7.5 mg/ml at 3.6893 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome and other chronic/intractable pain (trunk/limbs). It was reported during a surgical incision, while replacing the depleted pump battery, purulent fluid came out appearing to be a very significant infection in the pocket. The clinical diagnosis was pump pocket infection. There had been no signs, symptoms, or patient complaints prior to surgery. After making an incision over the anchoring site of the catheter, there was no evidence of infection, but there was evidence of a clear leak at the catheter. The entire system was explanted/not replaced on (B)(6) 2017 and disposed of according to biohazard instructions. Laboratory testing gave results of no bacterial growth after 3 days on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The patient stopped using the medical device in favor of an alternative therapy (oral medication). The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the csf leak was not determined.